Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6)) was explanted due to residual refractive error. The lal was replaced with an intraocular lens of a different brand with +17.5d iol power. Rxsight's first awareness of this event was on (B)(6) 2023.